Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. Placeholder.

Event description:
It was reported that when positioning the k-wire the plate was able to move too much resulting in the placement being slightly too far proximal. No further information was provided and no mpe form was included.

Manufacturer narrative:
(B)(4).